Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6. Clarification to b5- ¿a suggestive image of the intramammary lymph node in the upper lateral quadrant of the left breast¿ describes normal lymph nodes.

Event description:
Patient reported "a suggestive image of the intramammary lymph node in the upper lateral quadrant of the left breast" confirmed via MRI. Device remains implanted.

Event description:
Previous medwatch submission noted "a suggestive image of the inframammary lymph node in the upper lateral quadrant of the left breast". Upon further review by medical safety, abbvie has determined that the event of lymphadenopathy did not occur.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "a suggestive image of the intramammary lymph node in the upper lateral quadrant of the left breast" confirmed via MRI. Device remains implanted.